Event description:
It was reported, "the hospital started to use stratafix for capsule closure in knee procedures, and experienced two ruptures. The issue occurred post-op". (B)(4)..

Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Method: the actual product involved with the incident reported will not be returned. Results/conclusions: the actual product involved with the incident reported will not be returned. No product evaluation can be performed. Without the finished good lot number, it is not certain if there were any quality issues related to the finished good lot. However, a record review was performed for the finished goods lots purchased during the past year for this item. Eight (8) device history records were reviewed. There were no non conformances issued for these finished good lots and all of the components met surgical specialities requirements throughout the incoming, manufacturing and the final inspection processes. Dehiscence is a known risk with any suture material. The most probable root cause for post operative dehiscence cannot be determined with certainty without reviewing sterile samples from the same finished goods lot. (B)(4).